Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their symptoms have returned since 2018 (patient said in the last month or so) which included frequency and not making it on time to the bathroom. They also reported having bladder infections that just seem to not go away since 2018 (patient said in the last two months). During the call today, they reported poor communication with and without the patient programmer (pp) antenna; they couldn't connect to their ins with their pp. A year ago, they went to an healthcare provider (hcp) who said their ins was working at that time. As a result of what was reported, the patient was advised to contact an hcp to have the ins battery tested. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked if the cause of the communication issues was determined, the patient said their was no communication issue (this information conflicts with what was previously reported). The patient said the action/intervention taken to resolve the poor communication issue was they had their implantable neurostimulator (ins) checked which showed they have less than 10% left; they are making plans with their healthcare provider (hcp) to have the battery replaced. When asked if the bladder infections have been related to their underlying urinary dysfunction or if they were related to the device/therapy, the patient said it is still being determined. No further patient complications have been reported as a result of this event.